Event description:
After receiving a 3.5x8mm bx velocity stent in the left circumflex (lcx) the pt had a myocardial infarction and restenosis was noted in the implanted stent. This female pt was randomized in the sirius trial and rec'd a cypher stent for an unk indication at the time of the index procedure. Her past medical history consisted of hyperlipidemia, hypertension, progressive coronary artery disease (cad), angina, and previous coronary artery bypass graft (CABG), her age, history and sex place her at a higher risk for a mace. The lesion was a moderately tortuous 3.0x18mm segment of the proximal left circumflex (lcx). The lesion was heavily calcified and was pre-dilated with a 2.5 avion balloon at 8 atmospheres (atms). A 3.0x18mm cypher stent was deployed at 14 atms and a grade b dissection occurred proximal to the stent in the left main. A 3.5x8mm bx velocity stent was deployed at 17 atms and no further complications were noted. The dissection was completely covered and there was good flow observed after. The 95% stenosis with a timi of 1 was successfully treated with no residual stenosis and timi 3 flow was restored post-procedure. There was no post dilation and the pt was discharged twelve days later. Approx twenty-two mos later, the pt was re-hospitalized due to unstable angina and an angiogram revealed instent restenosis of target lesion and significant stenosis of the ramus intermedius. This area was revascularized with a cutting balloon and an unk stent was implanted followed by post-dilatation using kissing balloon technique. The pt was discharged the following day and there were no complications. Two yrs later, the pt was admitted with severe chest pain, hypertension and was diagnosed with a myocardial infarction. The pt had chest pain for 20 mins unrelieved by nitroglycerine. There was only troponin elevation and a repeat angiogram revealed 90% restenosis of the proximal lcx. Successful revascularization of the bypass vessel was performed using 6 stents from biotronik and medtronic, which were implanted in bypass vessel to the distal lcx. Two days later, a nuclear stress test was done which revealed ischemia. A repeat angiogram was done and successful revascularization of the mid right coronary artery was performed and 2 cypher select stents were implanted. Fifteen mos later, the pt had a non st elevated myocardial infarction. Coronary angiography revealed that the lima bypass of the lad was open, the svg bypass of the right cx was functionally closed, high grade restenosis in the ramus intermedius and the obtuse marginal, and 40 - 50% stenosis in the rca. The severe in-stent restenosis of the ramus intermedius was pre-dilated with a maverick balloon (boston 2.0/20mm) and stented with a taxus liberte stent (length 12mm - size 2.5mm) for 1 min under 15 atm. The severe in-stent restenosis in the 1st obtuse marginal was going to be stented with a 2.5x12mm cypher stent but this stent could not be placed because of plaque shift caused by the taxus stent. The lesion could only be dilated by a balloon.

Manufacturer narrative:
Add'l info rec'd indicated that a 3.0x8mm bx sonic had been implanted in the ramus intermedius in 2002. This report is for the 3.5x8mm bx velocity stent that was implanted in the left circumflex (lcx). This device is one of five products associated with this event. Please refer to MFR report #'s 9610978-2006-00144, 9616099-2007-00423, & 9616099-2007-00424. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.